Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: indentation at the tip of the insertion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to external force on the tip of the insertion part. Olympus will continue to monitor field performance for this device

Event description:
It was reported the ultrasonic probe's outer tube of the front end of the probe was broken off. The issue was found at reprocessing. There was no patient involvement.

Event description:
It was reported the ultrasonic probe's outer tube of the front end of the probe was broken off. The issue was found at reprocessing. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.